Manufacturer narrative:
This incident occurred outside the united states (ous). Siemens investigated the ous customer report of discordant atellica im high-sensitivity troponin I (tnih) lot 111 results on multiple samples from the same patient. The results were elevated above the tnih 99th percentile (45 pg/ml). The results were considered erroneous compared to clinical examination and a low/negative result using an alternate method (troponin t) at another site. The customer performed additional testing on additional samples from this patient on atellica im and using two other troponin I methods. Results were above the normal limits. This customer also processed a patient sample with heterophile binding tube (hbt) and non-specific binding tube (nabt). Results remained elevated indicating a heterophile or other non-specific antibody is not the cause of the troponin I elevation. Reagent issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The low/negative alternate method result was obtained with a method that measures troponin t rather than troponin I as does the atellica im and the two other alternate troponin I methods. This can be the cause of the discordancy between the methods. Also interfering substances such as drugs, herbal medications, and autoantibodies can interfere with testing based on differences in methodology. Per the assay instructions for use (IFU): "there are conditions other than ami (acute myocardial infarction) that are known to cause myocardial injury and elevated tni values." "Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Return of the patient sample for further investigation is not warranted because the customer performed appropriate testing. Based on the investigation, the discordance appears to be an isolated patient specific issue. Customer has not had any similar issues. A product issue was not identified. The customer is operational after routine retesting/troubleshooting.

Event description:
The customer obtained elevated atellica im high-sensitivity troponin I (tnih) lot 111 results on multiple samples from the same patient compared to clinical examination and a low/negative result using an alternate method at another site. There are no allegations of any adverse patient consequences in association with the event.